Event description:
Allegedly, patient revised due to mom complications: pain; pseudotumors. Intraoperatively, corrosion on modular neck. - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00800, -00802.